Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following shipment of a new viewing station of the imaging system computer mentioned in the event summary. The replacement was performed on site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that both hard drives had been removed. The video card was found defective to produce low quality images with artifacts in the images. This indicated a software error due to a graphics card malfunction. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a planned maintenance (pm). The viewing station of the imaging system was found to be defective. A replacement computer was shipped to the site. There was no patient present when this issue was identified. No additional information was provided.